Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing random red heart alarms only when connected to the patient cable. The patient's percutaneous lead was evaluated and the reported alarms could not be reproduced with patient movement or manipulation of the external portion of the percutaneous lead. The phase interrupter testing did not indicate any broken wires. An internal short to ground was suspected. An ungrounded patient cable was given to the patient. Additional information was received from the vad coordinator that the patient's pump was exchanged approximately 12 days later due to "pump off" and decreased speeds. The patient remains ongoing with the new lvad.

Manufacturer narrative:
The pump will not be returning to the manufacturer for evaluation, as the hospital staff disposed of the pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.